Manufacturer narrative:
(B)(4). Evaluation of the patient ecogs and lead impedance. The review of the patient data was consistent with a potential lead break.

Event description:
High impedance and insufficient charge were noted on the left pulvinar thalamic depth lead secured with w burr hole cover, contralateral to the neurostimulator. The lead was replaced on (B)(6) 2026.